Event description:
Note: this report pertains to the first of two devices that failed during the procedure. Refer to mfg. Report 3005099803-2008-5813. Boston scientific corporation was informed that during a procedure using a hemostatic clipping device, the clip attached to the bleed would not release from the device. As the physician attempted removal by dragging the clip off, the device tore off the bleed. No trauma or bleeding was noted to the tissue and the site was left as is. The procedure was completed with this device without any patient complications. The patient's condition was reported as "fine."

Manufacturer narrative:
The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.